Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The reported phenomenon was confirmed. A physical inspection on the device found that the teflon pad was separated, deformed and was partially split from the grasping jaw with the metal exposed. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissue. Otherwise, various forms of damage in the probe tip and/ or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/ or falling inside the body cavity, and/ or partial separating may occur."

Event description:
Olympus was informed that during an unspecified procedure, it was noted that the teflon pad was damaged and the device did not work. There was normal bleeding and no blood transfusion. The intended procedure was completed with another similar device. There was no patient injury reported.